Manufacturer narrative:
Suspect product: lot # 918. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformance noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with one syringe of juvéderm® voluma¿ xc in the cheeks. Patient experienced ¿increased swelling to the right side of upper face and zygoma." Patient was treated with antibiotics for suspicion of infection and told to follow up in 24 hours. Three weeks later, patient was seen again at the office and noted "abscess to right zygoma where filler was previously injected." Patient was sent home on doxycycline 100mg bid x10 days and topical mupirocin tid x 7 days. Two days later, patient came back and has a "second I&d was performed in-office with minimal purulent drainage and abscess decreasing in size since the last visit." Event ongoing.